Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a hole in the right cylinder. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
Investigation summary: based on the information available, product analysis confirmed the reported events. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the ams700 ipp cylinders were visually inspected, leak tested and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. The kink resistant tubing (krt) of both cylinders were identified to be trimmed down to the input tube sleeve junction. Both cylinders had broken fabric threads in the proximal cylinder bodies that was the result of wear. Both cylinders had leaks in the proximal cylinder bodies that was the result of a sharp instrument damage which probably occurred during the explant surgery. Due to this damage being consistent with explant surgery it will be considered a secondary failure. Cylinder 2 had bulge when inflated with syringe. Both cylinders were not pressure test due to that leak was identified. Product analysis concluded that bulge with broken fabric threads could affect the functionality of device as the reported mechanical issue. Product analysis confirmed the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a hole in the right cylinder. Following the surgery, the patient was stable, improved and the event resolved.